Manufacturer narrative:
Investigation - evaluation: a review of device history record, quality control, manufacturing instructions, and complaint history was conducted during the investigation. The product will not be returned for the investigation. If the device becomes available complaint will be reopened and investigation will be performed at that time. Review of production and quality documentation did not observe any specific issues with current controls that may have contributed to this incident. Review of device history record did not observe any non-conformances that may have contributed to this incident. Based on the provided information a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be send upon conclusion.

Event description:
It was reported that a patient underwent a retrograde intrarenal surgery (rirs) procedure using an ngage nitinol stone extractor. The physician noticed the defective product before surgery. Based on photo's of the defective product, it appears that the material separated and the wires protrude from the separated area. This defect was discovered immediately and was replaced prior to patient contact. No further information was provided, additionally questions have been sent to the customer for missing information.